Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose (bg) levels for the past events; the customer's current bg level was 135mg/dl. Tandem technical support educated the customer in regards to occlusion alarms. A system check was performed using the current supplies and the pump performed as intended. The customer alleged there was an underlying pump issue causing the occlusion alarms. Reportedly, the customer continued to use the pump for basal deliveries and reverted to manual injections for bolus deliveries.